Event description:
It was reported that a system error 345 occurred while an infusion was being set up to deliver vancomycin to a pt. The IV set was loaded into the pump, however, the occurrence of the system error 345 prevented the infusion from being started. The customer also stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive pump cam revolutions.